Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ef,sion; guide cath: mach1 jl4.0 ivus. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and concentric, and 90% stenosed distal, mid, and proximal circumflex (lad) artery. Pre-dilatation was performed and a 2.5 x 28 mm xience prime was implanted in the distal lad and a 2.5 x 23 mm xience prime was implanted proximal to the first xience prime. A 2.5 x 18 mm xience prime was advanced to the proximal part of the lesion; however, the balloon could not inflate and when removed from the anatomy there was a balloon rupture noted. The procedure was successfully completed by implanting a 2.5 x 23 mm xience prime. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.